Manufacturer narrative:
Device evaluated by MFR.: the stent delivery system (sds) was returned for analysis. A visual and tactile examination found multiple kinking on the hypotube shaft. The hypotube was broken at 217 mm distal to the distal end of the catheter strain relief. This type of damage is consistent with excessive force being applied to the delivery system during device use/handling. The bumper tip of the device showed no signs of damage. The balloon cone profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual examination of the stent found no issues with its profile. A visual and tactile examination of the outer and mid-shaft section found no issues with the shaft polymer extrusion profile. The bi-component bond showed no signs of damage or strain. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that shaft break occurred. Vascular access was obtained via the right femoral artery. The 75% stenosed, approximately 26x3mm, concentric, de novo target lesion was located in a moderately tortuous and moderately calcified left anterior descending (lad) artery. A 28 x 3.00 promus premier¿ drug-eluting stent was advanced to treat the target lesion. Upon advancing the device, the physician encountered resistance and noted that the shaft broke in half. The device was completely removed. The procedure was completed with a different device. No patient complications were noted and the patient's status was stable.

Manufacturer narrative:
(B)(4). Device is a combination product. (B)(4).

Event description:
It was reported that shaft break occurred. Vascular access was obtained via the right femoral artery. The 75% stenosed, approximately 26x3mm, concentric, de novo target lesion was located in a moderately tortuous and moderately calcified left anterior descending (lad) artery. A 28 x 3.00 promus premier¿ drug-eluting stent was advanced to treat the target lesion. Upon advancing the device, the physician encountered resistance and noted that the shaft broke in half. The device was completely removed. The procedure was completed with a different device. No patient complications were noted and the patient's status was stable.